Manufacturer narrative:
EU distributor informing sechrist of customer reporting that the mixer had blood inside and several components were heavily corroded. No patient involvement or injury reported. Neither customer nor distributor reported to FDA according to the information we have at this time. Device in question will not be evaluated by sechrist as EU distributor will evaluate. Sechrist informed EU distributor if mixer is confirmed to be contaminated with blood internally, the mixer is to be decommissioned and disposed of properly. At this time, the report is based on the information we have. We have requested more information from our distributor in regard to service records and disposition of the device in question. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference: (B)(4).

Event description:
EU distributor informing sechrist of customer reporting "blood inside mixer and several components heavily corroded." No patient/user injury reported.